Event description:
It was reported that during an unknown procedure, the devices blade tip became hotter than normal, but there was no patient incident. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. No temperature issues were noted while testing. There were no anomalies noted with the functionality of the device. The batch records were reviewed with no anomalies noted during the manufacturing process.